Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. It is suspected that the clinic is using incorrect lubricant (pil or gel for hair removal). Use of lubricant other than ky jelly or ky liquid can reduce the effectiveness of the surface cooling. The clinic was reminded to use only recommended lubricants as specified during training and in the user manual. The infection rate seen (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an infection in right axilla post miradry treatment. At 14 days post-treatment, the treating physician punctured and drained 1 ml pus from the affected area and prescribed oral antibiotic. The affected area was drained again at 17 days and 20 days post-treatment. Another oral antibiotic was prescribed 20 days post-treatment. By 31 days post-treatment, the infection was resolving.